Event description:
Sorin group (B)(4) received a report that the flow display on the scp panel was blank. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. The reported issue was confirmed. The flow measurement board was sent to the supplier for further investigation. Analysis by the supplier found a defective component on the board. The root cause for the defective component is unk. No further action is deemed necessary.